Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 16.1 mmol/l (290 mg/dl) while wearing the pod between 36 and 48 hours on the back. Several correction boluses were attempted using the pod but it did not decrease her bg levels. The patient felt sick, had chest pains, and a headache. No medical assistance was required. The patient noted the cannula was bent at a 90 degree angle. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased. It should also be noted the pod alarmed upon deactivation.